Event description:
Procedure performed: lap appy event description: - complaint product family: epix universal clip applier, product name: clip applier, model number: ca500, lot number: 1495836. - the event occurred during treatment of an unknown procedure. - the device was in normal use, first clip was deployed, and then no other clips came out when handle squeezed. - first clip deployed then no other clips would come out when handle was pulled. This is another in a series of events with ca500 here, see all other reports sent through. - it is unknown if there was any clinical impact to the patient as a result of the event. - the user resolved the situation by using another ca500. - it is unknown if there were any other instruments being used when the complaint event occurred. - it is unknown if there was any patient injury or illness associated with the complaint event. The patient status is unknown. - additional information was received from field team on 08-jan-2024 confirming that the series of events with ca500 here refers to recent reports done lately at this hospital. - lot trace was provided by ama customer relations team on 08-jan-2024. - additional information was received from the field rep on 15-jan-2024 that the procedure being performed was "lap appy" and "patient is unharmed and well and was not impacted." Patient status: patient is unharmed and well and was not impacted. Intervention: another ca500 was used.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, # (B)(4), was included in the recall.

Event description:
Procedure performed: lap appy. Event description: - complaint product family: epix universal clip applier, product name: clip applier, model number: ca500, lot number: 1495836. - the event occurred during treatment of an unknown procedure. - the device was in normal use, first clip was deployed, and then no other clips came out when handle squeezed. - first clip deployed then no other clips would come out when handle was pulled. This is another in a series of events with ca500 here, see all other reports sent through. - it is unknown if there was any clinical impact to the patient as a result of the event. - the user resolved the situation by using another ca500. - it is unknown if there were any other instruments being used when the complaint event occurred. - it is unknown if there was any patient injury or illness associated with the complaint event. The patient status is unknown. - additional information was received from field team on 08-jan-2024 confirming that the series of events with ca500 here refers to recent reports done lately at this hospital. - lot trace was provided by ama customer relations team on 08-jan-2024. - additional information was received from the field rep on 15-jan-2024 that the procedure being performed was "lap appy" and "patient is unharmed and well and was not impacted." Patient status: patient is unharmed and well and was not impacted. Intervention: another ca500 was used.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.